Manufacturer narrative:
As part of the investigation, service was dispatched for acl top 750 cts analyzer and instrumentation laboratory (il) reviewed the online help documentation (operator's manual) and confirmed that there are appropriate instructions and warnings regarding the cleaning of the piercer probe assembly. The instructions include a warning not to place a finger under the acl top 750 cts specimen piercer since it is very sharp. The acl top 750 cts performed as intended with no malfunction and its labeling provides appropriate warnings to the user regarding the hazard of the sample piercer. Therefore, no remedial action is indicated at this time.

Event description:
It was reported that a customer was performing the manual needle cleaning procedure of the piercer probe assembly on the acl top 750 cts analyzer and punctured his finger. Following hospital protocol, treatment was provided in the emergency room of the hospital. Medicament and bandage were provided to the injured finger. There was no known adverse effect from the puncture.